Event description:
The customer contacted the biomerieux subsidiary regarding an operator injury that occurred during use of a biomerieux product. An employee upon unloading, a strip into a mini vidas blue injured his or herself. The injury was described as a minor cut with the latex glove being ripped. The employee was treated at the local emergency room where the wound was cleaned and bandaged. A tetanus shot was given as a precaution. The operator has fully recovered from the event. Neither the lab director nor the person injured could determine the exact cause of the minor cut. The director did note two sharp edges on the sample prep tray, which may have been sharp enough to rip the glove and cause the injury. The instrument is still in use; the lab director filed down the edges of the sample preparation tray to resolve the potential issue. No pt samples were affected. According to the manual, "always follow good laboratory practices and universal safety precautions when handling vidas assay kits." The instructions for loading a strip into the instrument per the operator's manual are as follows. To insert the reagent strip into the mini vidas, lift the cover of the reagent strip section; holding it by its handle, insert a strip into its assigned test position; slide the strip all the way back; you will feel it seat in the section channel". The product was not returned for further investigation. This complaint is an isolated event that is not related to a malfunction of the product. The instructions in the package insert are adequate and correctly inform the customer of safety precautions to reduce the potential of an adverse event. This event is being reported due to the required intervention to prevent permanent impairment/ damage associated with the operator injury.